Event description:
It was reported that the ventricular assist device (vad) patient presented with vomiting, decreased consciousness level and left hemiplegia and was transferred to the emergency room. A head computerized tomography (CT) revealed an extensive hemorrhage in the right occipital lobe. The patient's international normalized ratio (inr) was completely reversed using a prothrombin complex concentrate, but no other active intervention was performed and the patient subsequently expired.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the ventricular assist device (vad) was returned for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against hw40666; therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Review of the manufacturing records confirmed that the associated pump met all requirements for release. Log file analysis revealed a slight increase in power consumption and estimated flows on 17-apr-2022, followed by a sudden decrease on 18-apr-2022 to parameters below normal operating range. There were eleven low flow alarms were logged since 03-apr-2022 and one high watt alarm was logged on 18-apr-2022 immediately following a decrease in the power limit setting. Failure analysis of the returned pump revealed that the device passed visual examination and functional testing. Internal pathological report revealed no evidence of thrombus within the device. Dimensional verification revealed that the front housing disc curvature was found to be deviating from release specifications. CAPA pr00578223 was opened to investigate post-explant issues found during failure analysis of return ed pumps. Based on historical review of similar high power events and the available information, a possible root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion and/or inappropriate setting of the alarm threshold. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to poor vad filling, thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or inappropriate pump rotational speed. Information received from the site indicated that that the patient presented with vomiting, decreased consciousness level, and left hemiplegia. A head computerized tomography (CT) revealed an extensive hemorrhage in the right occipital lobe. The patient's international normalized ratio (inr) was completely reversed using a prothrombin complex concentrate, but no other active intervention was performed and the patient subsequently expired. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, neurological dysfunction and death are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of neurological dysfunction. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications, and the patient's complex post-operative course. There are possible patient, pharmacological, and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.